Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 months post op.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("uti infection") and cystitis ("bladder infection"). The patient was treated with surgery (2 months post op). Essure was removed. At the time of the report, the medical device removal, urinary tract infection and cystitis outcome was unknown. The reporter considered cystitis, medical device removal and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, cystitis, urinary tract infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.